Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 35mm x 2.5mm, eccentric, de novo, 80% stenosed target lesion contained >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a pt2 ms wire crossed the lesion, pre-dilatation was performed with a 2x15mm emerge balloon catheter and the residual stenosis was 70%. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts. It was then noticed that some of the stent struts were damaged. Dilatation was performed with a 2.25x12 and 2.5x20 nc quantum balloon catheter. The procedure was completed with another 2.5x38 promus premier stent and post-dilatation of a 2.5x20 quantum balloon catheter. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 35mm x 2.5mm, eccentric, de novo, 80% stenosed target lesion contained >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a pt2 ms wire crossed the lesion, pre-dilatation was performed with a 2x15mm emerge balloon catheter and the residual stenosis was 70%. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts. It was then noticed that some of the stent struts were damaged. Dilatation was performed with a 2.25x12 and 2.5x20 nc quantum balloon catheter. The procedure was completed with another 2.5x38 promus premier stent and post-dilatation of a 2.5x20 quantum balloon catheter. No patient complications were reported and the patient status was stable.